Event description:
It was reported a pericardial effusion (pe), cardiac perforation, and conversion to surgery occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect transseptal access system. A double curve watchman fxd curve access system (was) was inserted and advanced in the left atrium (la). A cardiac perforation occurred during the procedure due to the was perforating the back wall of the laa. A pe was also noted. The patient required a surgical intervention to treat the pe. No further details were provided at the time of this report.